Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was not reported. It was unknown if the patient was hospitalized for the event. The patient was treated with vancomycin injection (1 gram, intraperitoneal, frequency and duration not reported), gentamicin injection (20 mg, intraperitoneal, frequency and duration not reported) and an unspecified additional medication for the event. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information was available.

Manufacturer narrative:
Additional information: upon follow up it was reported, the cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. At the time of this report, the patient was not recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.